Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat anterior/posterior repair for cystocele and rectocele. It was reported that the patient underwent mesh revision on (B)(6) 2009 for a recurrent cystocele.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bowel problems, recurrence, dyspareunia, vaginal scarring and other. It was reported that on (B)(6) 2009 the patient underwent mesh revision/removal by the implanting surgeon due to pelvic pain, infection, erosion.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced frequency, urgency, atrophic vaginitis, incontinence, and dysuria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.